Manufacturer narrative:
Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced right heart failure (rhf). For weeks the patient had progressive lower leg edema, more on the right leg than the left (lymphedema). The patient was hospitalized and labs were done but the patient refused medical measures.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on vad support and no further issues have been reported at this time. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the site later reported that the patient's right heart failure was not related to the device. The patient had a history of right heart insufficiency with a low right ventricular ejection fraction per echocardiogram.